Manufacturer narrative:
H3: manufacturer evaluated device was changed from no to yes and device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings (remove c19) and investigation conclusion (remove d14). H10: the actual sample was received for evaluation (previously only a photograph was received for evaluation). A visual inspection of the sample with the naked eye noted that in addition to the damaged main body of the transfer set twist clamp, the occluder legs from the main body were broken. Therefore, the reported conditions of damaged main body and separation (detachment) between the main body and twist sleeve were verified (previously reported as separation not verified). The cause of the reported conditions could not be determined; however, the conditions were consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/07/2021.

Manufacturer narrative:
Additonal information in h3, h6. H10: the device was not returned; however a photograph was provided for evaluation. A visual inspection of the photograph noted a damaged main body. The reported damaged main body was verified. The cause of the damage could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. The reported separation (detachment) between the main body and twist sleeve was not verified. A batch review was conducted and there were no deviations found related to these conditions during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap extended life pd transfer set was damaged; further described as damage "with a sharp object and in small pieces". It was further reported that there was a separation (detachment) between the white twist sleeve and main body of the transfer set. This was noticed during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.